Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. Per the customer the sample was discarded, therefore no evaluation could be performed. This complaint for the se 2240 was not confirmed due to a lack of sample. Since the sample was not evaluated, it is unknown whether the product met specification. The lot number is unknown therefore a batch review was not performed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 6 of 7. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The tsr advised the hp to start over again using new supplies or finish with manual supplies. The hp wanted to end therapy for the night. The tsr advised hp to notify the nurse in the next 24 hours. The hp understood explanations, cleared alarm, ended therapy and agreed to call nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.